Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10.0mg/ml of morphine at 0.961mg/day, 22.5mcg/ml of clonidine at 2.161mcg/day, and 0.7mg/ml bupivacaine at 0.06724mg/ml via an implantable pump. On (B)(6) 2021, it was reported that the patient was experiencing less than 50% therapy relief and their pain persists. The patient reported that they had not had benefits from the pump. It was noted that the patient had a dye and roller study on (B)(6) 2020. The results were that the catheter was permeable at the time of entering the contrast medium into the catheter access port and the roller study was fine because the roller moved as expected. Nothing wrong was reported with the pump at that time. On (B)(6) 2021, the patient's pump needed a refill. The device was successfully interrogated without any warnings and the residual volume indicated with the clinician programmer was 2.7ml. Then the hcp withdrew 16ml from the reservoir. The hcp decided to inject the 16ml back into the pump and increase dose by 35.9% (1.5mg/day). At the end of the procedure, the hcp proposed to the patient to make a second dye and roller study. However, the patient did not accept and wanted the device to be explanted. No  environmental/external/patient factors that might have led or contributed to the issue were reported by the patient. The issue was not considered resolved at the time of the report. The event did not lead to or extend patient hospitalization and the patient's status was listed as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.